Event description:
It was reported that the patient with this right atrial (ra) lead presented for routine follow-up two days after implant and loss of sensing and loss of capture were observed. Upon fluoroscopy, it was noted that the lead helix was completely retracted, but the lead was still in its position. A lead revision was performed and the physician attempted to extend the helix several times with no success, even when more than 35 turns were applied. Subsequently, the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a slightly extended position. Visual inspection found dried blood around the helix. Subsequent testing failed after 15 turns due to the helix housing being clogged with dried blood/body fluid. Susceptibility of active helix fixation tips becoming clogged with coagulated blood/body fluid is a known risk.

Event description:
It was reported that the patient with this right atrial (ra) lead presented for routine follow-up two days after implant and loss of sensing and loss of capture were observed. Upon fluoroscopy, it was noted that the lead helix was completely retracted, but the lead was still in its position. A lead revision was performed and the physician attempted to extend the helix several times with no success, even when more than 35 turns were applied. Subsequently, the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the patient with this right atrial (ra) lead presented for routine follow-up two days after implant and loss of sensing and loss of capture were observed. Upon fluoroscopy, it was noted that the lead helix was completely retracted, but the lead was still in its position. A lead revision was performed and the physician attempted to extend the helix several times with no success, even when more than 35 turns were applied. Subsequently, the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.